Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding an unknown patient who was receiving baclofen via an implantable infusion pump for an unknown indication for use it was reported on (B)(6) 2017 that the patient's pump battery died early and the patient went through baclofen withdrawals.

Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding an unknown patient who was rec eiving baclofen via an implantable infusion pump for an unknown indication for use. It was reported on (B)(6) 2017 that the patient's pump battery died early and the patient went through baclofen withdrawals. The date the battery died was unknown. No further complications were anticipated/reported.